Manufacturer narrative:
Subsequent information was received that an invasive procedure was performed. After the pocket was opened, the device header was observed to have separated from the device case. The device was successfully explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported. The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) implanted with another manufacturer's implantable defibrillation lead, exhibited high out of range shock impedance measurements. It was noted that the patient had been lost to follow up. Fluoroscopic imaging revealed no anomalies. The physician planned to discuss options with the patient. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The rvc (df-) header wire was found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.